Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges pump changed from stop to run mode by itself and delivered basal insulin without the customer knowing for less than a minute; was not connected to the pump. No adverse event reported. Requested return of the alleged device for evaluation.